Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 544 mg/dl. Reportedly that the cartridge was leaking from the cartridge t:lock/ luer lock. The elevated bg was addressed with a manual injection and supply change. The customer reverted to an alternate form of insulin therapy.